Event description:
The patient reported erosion. The patient does not have feeling or mobility in their arm. An explant procedure was performed on (B)(6), 2023. No further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, not performing x-rays immediately after the procedure to confirm device placement, and inadequate fixation have been ruled out as potential causes. Additionally, the device was not damaged before the implant. However, the neurostimulator was implanted too superficially, contributing to the occurrence. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to improper surgical technique as the neurostimulator was implanted too superficially (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.